Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump damage after thedog bit the device, resulting in puncture holes and peeling on the keypad, retainer ring damage, screen or display, reservoir tube side, and battery tube side. The damage affected pump functionality, with the keypad not working and the reservoir unable to lock in place. The customer reported no adverse event. The event involved products mmt-886a and mmt-1884. Troubleshooting was performed, including confirming the presence and location of the damage, reviewing the impact on pump functionality, and advising the customer that the pump would be replaced, to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-886a.

Manufacturer narrative:
Pump received with no response from any buttons. The j1 connector on pcb1 was locked properly during visual inspection. Unable to perform self-test due to keypad anomaly. The keypad traces and electronic assemblies were inspected and found j1 connector right under keypad was punctured/damaged with dog bite marks. The p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, dog chew marks, missing o-ring (reservoir tube), damaged display window cover (right side), cracked lcd window (top right at damaged window cover display), keypad overlay textured damage, reservoir tube cracked, cracked retainer. Confirmed unresponsive keypad due to dog bite marks to j1 connector. Confirmed reservoir unable to lock into place. Confirmed retainer ring damage. Confirmed cracked display window. Confirmed damaged reservoir compartment and cracked case battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.